Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)). This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported symptom of "error 322" was reproduced. A review of the event history log revealed multiple occurrences of the reported symptom. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the lower link switch is sticking. The lower auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.